Manufacturer narrative:
The reported event that lag screwdriver gamma3® 380x110mm was alleged of issue ¿instrument deformation during implantation¿ could be confirmed, since the device was returned for evaluation, and matches the alleged failure mode. The device inspection revealed the following: the device was received in a kind of dilapidated state. It showed signs of an abnormal usage identified by the appearance of scratches & dents on threads and pegs of the device. The pegs of the device appear to be bent in radial direction (counterclockwise direction) as if they were misaligned with the slots of lag screw and turned forcefully. A closer look on the threaded region reveals severe deformation which is possible only due to forceful insertion, hammering and/or improper alignment with the mating part. In the whole evaluation, these signs indicate towards deformation during the surgery and not anywhere else. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is found to be user related. Most of the dents are present on the inside part of the pegs at the distal end, the pegs being bent in a radial direction and also the threads of he inner rod being damaged, supports the fact that the lag screwdriver was used and damaged during the surgery due to an abnormal usage. These signs do not support the claim of the user that the lag screwdriver was damaged even though it was not used before. Damage to the screwdriver caused outside of surgery (due to falling or other transit damage) will present itself on the tip and outside of the pegs, not on the inside. Also, there would be some scratch marks over the body of the rod, but none was found in this case. If any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported that "the 4 teeth at the end of the screwdriver are bent when the product has never been used before. It was used without a collet because the teeth were blocking its passage." Procedure delay: 15min.

Event description:
Sales rep reported that "the 4 teeth at the end of the screwdriver are bent when the product has never been used before. It was used without a collet because the teeth were blocking its passage." Procedure delay: 15min.

Manufacturer narrative:
Due to the current covid-19 pandemic it was not possible to inspect the product as the access to the facility is restricted. The investigation will be reassessed as soon as restriction is lifted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Sales rep reported that "the 4 teeth at the end of the screwdriver are bent when the product has never been used before. It was used without a collet because the teeth were blocking its passage." Procedure delay: 15min.